Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There is no evidence the biomet product contributed to the event.

Event description:
It was reported that patient underwent knee procedure utilizing a custom device on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013, due to extended arthritis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.